Event description:
Approximately eight months after receiving a cypher stent in the proximal right coronary artery, the patient had restenosis. A stent fracture was suspected as the proximal end of the implanted cypher and may have caused the restenosis. The patient was treated with balloon angioplasty. This female patient had the following medical history: ap. Allergy against ticlopidine hydrocholoride , hypertension, past history of pce and lipid metabolism abnormality. The patient was part of study. The target lesion ws the proximal right coronary artery (rca). The vessel was an instent restenosis of a bare metal stent (competitor's product) concentric, discrete moderatly calcified and ostial with no tortuosity. The diameter of the vessel was 2.72mm and the lesion length was 8.41 mm. Pre-procedure stetnosis 57.9% aha/acc classification of the vessel was type b2. It was an elective case. Femoral approach was chosen for the procedure. Predilation was conducted with a balloon (3.5x15mm) at 20 atmospheres (atm) inflation time was unknown. A cypher (3.5x18mm) ( lot 10205146) was implanted at 24 atm for 31-60 seconds. Post dialtion was conducted with a balloon (3.5x15mm) at 24 atm. Inflation time was unknown, time flow before and after the procedure was 3. The residual % of stenosis was 15.4%. Ivus was conducted. Approximately eight months later, a follow up coronary angiography was conducted and focal resenosis was observed inside the implanted cyp0her. The patient complained of chest pain. There was 99% stenosis. T0 treat the restenosis , balloon angioplasty was conducted with a kongou balloon (3.5x20mm). Inflation time and pressure were unknown. The residual % of the stenosis was 25%. Two days later the patient was in stable condition and was discharged from the hospital. Physician's comment: stent fracture was suspended at the proximal end of the implanted cypher and may have caused the restenosis. This device cjs 18350 (lot 10205146) is distributed outside the united states. However, it is similar to the united states product.